Event description:
It was reported that a skin irritation due to the pod adhesive causing redness, swelling and sores had occurred while wearing the pod on the abdomen. The patient visited the clinic and was prescribed two creams for treatment.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.